Event description:
It was reported that the device not recognizing syringe. Syringe plunger not in place error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found no external damage was observed. During set-up for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear, as the printed circuit board was over 11 years old. Replaced plunger printed circuit board. UDI is unknown. No product information has been provided to date.